Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for spinal pain. The hcp reported that the patient indicated experiencing a shocking sensation when moving a certain way. The hcp would like to page a manufacturing representative to come and check the patient¿s implant. No further complications were reported.